Event description:
A customer reported that control-iq suspended basal insulin delivery due to inaccurate continuous glucose monitor (cgm) values; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 43 mg/dl, and the meter bg reading was 440 mg/dl. The customer took corrective action by administering a correction bolus via the pump. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.